Event description:
It was reported in (B)(6) 2009 that when the patient went through security at a store, her stimulation turned way up. The patient was instructed by the manufacturer's representative on turning the device off as well as having the magnet switch disabled to prevent further similar events. The patient also claimed that when she had an EKG with her stimulation off, they still got 60 cycles of interference. This was to be expected with the device turned off. It was reported in (B)(6) 2010, there was a loss of therapeutic effect. Patient lost relief of foot pain and wanted to know if there was a better lead placement. Patient had programming change, but that had not helped. Patient was due for revision on the lead for her foot. There was no known accident or incident related to this complaint. The patient's status was reported as unk. Please refer to manufacturer report #3004209178-2009-07477. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).